Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage is pre/approaching elective replacement indicator (eri). Weekly trend in save to disk data file _570000 shows min bat=2.97 to 2.9 volts between (B)(4)-2011, and is before device recommended replacement time (rrt) of <= 2.62 volt.

Event description:
It was reported that the device longevity is less than expected for programmed values compared with published specifications. It was further reported that the device was explanted when it reached elective replacement indicator (eri) and was downgraded to a low voltage device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. We did receive performance data collected from the device and have analyzed the data. Battery voltage is pre/approaching elective replacement indicator (eri). Weekly trend in save to disk data file _570000 shows min bat=2.97 to 2.9 volts between 26-aug-2011 and 09-dec-2011, and is before device recommended replacement time (rrt) of <= 2.62 volt.

Event description:
It was reported that the device longevity is less than expected for programmed values compared with published specifications. The device remains in use. No patient complications have been reported as a result of this event.